Manufacturer narrative:
Investigation: one photo and one 1ml st syringe in a sealed package were received, confirmed to be from batch #7087645 (p/n 309659). It was visually evaluated. A short curled hair was observed sealed in the package, part of it in the seal grid. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the material handling and packaging processes.

Event description:
It was reported that bd¿ slip-tip disposable tuberculin syringe had a sterility breach. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309659 batch no: 7087645 it was reported that a hair was sealed in the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip-tip disposable tuberculin syringe had a sterility breach. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309659, batch no: 7087645. It was reported that a hair was sealed in the package.